Event description:
It was reported that during an unk procedure, the stapler can not firing after installing the reload. The surgery was not delayed and no patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 5/21/2024. D4: batch # 912a56. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device (a) was returned with damage to the nozzle and with a gst60d reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the damage to the nozzle was due to improper handling of the device. Please reference the instruction for use for more information. While we have no reason to believe this contributed to the reported event, it should be noted that the reload returned appears to have been used after the expiration date. Device history review: a manufacturing record evaluation was performed for the finished device batch number 912a56, and no non-conformances were identified.